Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4-b7, g3, g6, h1, h2, h6, h11. The following section was corrected: g1-2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient had an initial left total elbow arthroplasty approximately four and a half years ago, followed by an ulnar nerve transposition. Two years and seven months post-implantation, the patient underwent a revision of the cemented humeral component due to pain and loosening. The patient underwent an initial left total elbow arthroplasty for an evacuation of a hematoma approximately one-month post-implantation following persistent serosanguineous drainage. During the surgery, it was found the extensor mechanism deteriorated at the attachment site on the ulna and cultures were positive for klebsiella and staph epidermidis. The bushing and pin were exchanged without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 3x unk threaded k-wires, lot unknown unk ulnar, lot unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial left total elbow arthroplasty approximately four and a half years ago, followed by an ulnar nerve transpositions six and fourteen months later. Two years and seven months post-implantation, the patient underwent a revision of the cemented humeral component due to pain and loosening. The patient underwent an initial left total elbow arthroplasty for an evacuation of a hematoma approximately one-month post-implantation following persistent serosanguineous drainage. During the surgery, it was found the extensor mechanism deteriorated at the attachment site on the ulna and cultures were positive for klebsiella and staph epidermidis. The bushing and pin were exchanged without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
D-10: 32810504301, ulna assemby 3in xzml lt, lot 64662236 . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.